Event description:
Patient was receiving dacogen. After start of infusion patient notified nurse that her shirt was feeling wet. Leak noticed at the equashield site. Infusion stopped and skin cleansed. New equashield device placed and infusion completed.